Event description:
Reported via literature article. It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. Computed tomography and transesophageal echocardiogram (tee) revealed a device tilt and a peridevice leak. Three-dimensional (3d) printing derived from computed tomography showed that approximately 70% of the closure device was seated and partially endothelialized, suggesting stability of the device. Surgical retrieval was deemed high risk, and the closure device was left in place with continued anticoagulation. Six-month imaging confirmed stable position without complications.

Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: hanna, d. B., sharma, d., axline, d., rechani, l., sublette, s., axline, m., ... & wang, d. D. (2026). Three-dimensional printing in guiding management of left atrial appendage occlusion device migration. Jacc: case reports, 106518. Https://doi.org/10.1016/j.jaccas.2025.106518.

Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: hanna, d. B., sharma, d., axline, d., rechani, l., sublette, s., axline, m., ... & wang, d. D. (2026). Three-dimensional printing in guiding management of left atrial appendage occlusion device migration. Jacc: case reports, 106518. Https://doi.org/10.1016/j.jaccas.2025.106518. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx pro laa closure device with delivery system remains implanted; therefore, returned device analysis could not be completed. Media review: the literature article contains medical media which has already been reviewed by authors of the publication and does not require further review by either bsc medical safety or watchman medical media subject matter experts. Device history record review: the batch number of the watchman flx pro laa closure device with delivery system was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx pro laa closure device with delivery system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal (medication required). Risk review: a risk review was completed and confirmed that the event of implant did not seal was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via literature article. It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. Computed tomography and transesophageal echocardiogram (tee) revealed a device tilt and a peridevice leak. Three-dimensional (3d) printing derived from computed tomography showed that approximately 70% of the closure device was seated and partially endothelialized, suggesting stability of the device. Surgical retrieval was deemed high risk, and the closure device was left in place with continued anticoagulation. Six-month imaging confirmed stable position without complications.